Event description:
Per the report received from italy, edwards received notification that a 79-y-o patient with a 29mm perimount valve implanted in mitral position underwent a valve-in-valve (viv) intervention after an implant duration of at least 14 years and 4 months due to degeneration leading to regurgitation. As reported, the patient had severe hemodynamic instability before the intervention and presented emergently to an external hospital with acute respiratory failure and pulmonary edema. Due to marked hemodynamic instability, endotracheal intubation was performed, and the patient was admitted to the intensive care unit. A transthoracic ultrasound examination identified valvular insufficiency. The patient was subsequently transferred to another hospital for the viv intervention. A transcatheter valve was successfully implanted within the edwards surgical valve. The patient was noted as to be stable after the procedure.

Manufacturer narrative:
D6a. If implanted, give date. The implant date is known only as "(B)(6) 2011". Therefore, (B)(6) 2011 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.